Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
The device was received with no identifying complaint info. Upon analysis, the device was found to be reportable. No further info regarding this device is available.